Event description:
It was reported that during placement, the stylet would not easily separate from the placed catheter. When the physician pulled a little harder, the metal inner lining frayed apart, which ruined the catheter and caused metal shavings. As a result, everything was removed from the pt and another kit was opened and used successfully. There was no delay in treatment, no pt death and no complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.